Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needles are leaking. Verbatim: consumer reported when she attaches pen needle to pen prior to injection, insulin starts to leak out of the patent end. Stated, when she tries to prime 2 units, the insulin is leaking out everywhere. Stated, she had this issue happen with two insulin pen, "so its not the pen, its the needle" per consumer.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needles are leaking. Verbatim: consumer reported when she attaches pen needle to pen prior to injection, insulin starts to leak out of the patent end. Stated, when she tries to prime 2 units, the insulin is leaking out everywhere. Stated, she had this issue happen with two insulin pen, "so its not the pen, its the needle" per consumer.